Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 : reference manufacturer report: 3006705815-2018-00017. It was reported the patient had trial leads with auto reducing. The patient saw the physician who found both trial leads had migrated and completely dislodged, hanging out of the dressing. The physician cleaned the area and applied a band aid.